Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver case was opened for inspection and troubleshoot . The receiver will not boot up and re-initialized continuously. The reported event of an initializing screen without a manual restart was confirmed. A root caused could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.